Event description:
During lvad(left ventricular assist device) implantation, coring knife (supplied from (B)(4) was dull per surgeon. Surgeon was able to core completely without harm to patient but did note that the coring knife did not function as it should.